Event description:
Device 2 of 2. Reference MFR report# 1627487-2019-00393. It was reported that the patient was experiencing ineffective stimulation especially on the right side. As a result, the scs system was explanted.